Event description:
After bath, resident lowered on saf-kary utilizing the high back chair insert. Caregiver removed safety straps, standing directly in front of resident, in order to dry her. At this time the chair insert and the resident slid to the floor.